Event description:
It was reported that prior to an unk procedure, the device would not work upon intital assembly. Another device was opened to complete the case. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.